Event description:
Per journal article: ¿comparative analysis of robotic single-port versus robotic multi-port transabdominal preperitoneal inguinal hernia surgery in south korea" the aim of this article is to report the initial experience with robotic single-port herniorrhaphy. In the period of november 2020 and june 2023, out of 123 patients, 100 patients underwent robotic multi-port herniorrhaphy (mph) and 23 underwent robotic single-port transabdominal preperitoneal herniorrhaphy (sph). All hernia surgeries were performed by a single surgeon using the transabdominal preperitoneal (tapp) method which included the implant of a 3dmax light mesh. Postoperative outcomes listed in the article were, hematoma (1) and bladder injury in (1) patient not related to the 3d max light and urinary retention in 4 patients. There was no specific allegation against the 3dmax light caused or contributed to the post-op complications listed.

Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided is limited to the article. There was no specific allegation against the 3dmax light, only that the device was implanted as part of the hernia repairs. The article does not include any assessment of the direct or possible indirect ae outcome in regards to the 3dmax light device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-nov-2020) is provided as an estimate based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd